Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2012 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a generator diagnostic test which occurred on (B)(6) 2012. The physician corrected the settings; however, the magnet output current was not corrected. The device was interrogated prior to the patient leaving the office on (B)(6) 2012 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the magnet output current back on. The setting was corrected on (B)(6) 2012. No patient adverse events were reported.